Event description:
The customer observed false nonreactive architect hbsag results for a 65 year old male patient that doesn¿t match clinical history. The following data was provided (results >/= 0.05 iu/ml is reactive): initial result = 0.00 iu/ml, repeat = 0.01 iu/ml. New sample was collected = 0.03 iu/ml. Historical result = 0.07 iu/ml . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 has a similar product distributed in the us, list number 4p53.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house sensitivity testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 31191fn01 and the complaint issue. The overall performance of the architect hbsag reagents was reviewed using field data from customers worldwide. The median population result for lot 31191fn00 (sublot 31191fn01) is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. In-house sensitivity testing using a retained reagent kit of lot 31191fn01 was performed. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hbsag reagent for lot 31191fn01 was identified.